Event description:
The customer reported that after the seal was completed successfully, the tissue stuck to the device and the removal of the device caused oozing of under 250cc. The device was used to complete the procedure. There was no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.